Manufacturer narrative:
Insulin pump received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test due to no button response. No blank display noted during testing. (B)(4).

Event description:
Customer reported via phone call that she went swimming with the device on. Buttons were unresponsive. Device alarmed a no delivery alarm. Customer's blood glucose was 450 mg/dl. Device had a blank display after it was exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.